Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.5/+3.5/076 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and then replaced with a larger, different model lens due to lens rotation.